Event description:
Int'l customer reported that the device failed to drain. The device was exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 11/14/2007. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.